Manufacturer narrative:
The insulin pump was received with keypad unresponsive. Unable to perform the self test, sleep current measurement, active current measurement, displacement test and keypad voltage test due to keypad unresponsive. Unable to download history files and traces using thus due to keypad unresponsive. The keypad overlay was peeled off and no corrosion or moisture damage found on the keypad assembly. The insulin pumpwas cut open to perform visual inspection and found corrosion on the j1/electrical board a 1 connector. Corrosion was also found on the electrical board a 2, force sensor, motor and vibrator assembly noted. A test case was used, the original electrical board a 2 was cleaned, installed and swapped out with a working test electrical board a 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no keypad unresponsive noted. The insulin pump was able to navigate the menu. No keypad unresponsive noted when using a test electrical board a1. A test case was used, the original electrical board a 2 was re-installed and swapped out with a working test electrical board a 1, case, internal battery and motor. Powered the insulin pump on using the aa 1.5v battery and continued testing and download. The insulin pump passed the self test and no keypad unresponsive noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm, pump error 68 alarm, pump error 23 alarm or pump error 49 alarm recorded in the formatted history file for the event date. Keypad unresponsive was confirmed due to corrosion on the j1/electrical board a 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. Unable to download history files and traces using thus due to keypad unresponsive. Keypad unresponsive was confirmed due to corrosion on the j1/electrical board a 1 connector. During visual inspection, corrosion was also found on the electrical board a 2, force sensor, motor and vibrator assembly noted. ¿however, a test case and a test electrical board a 1 was used and continued testing, download and no pump error 68 alarm noted in the formatted history file. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received trace point was invalid error and insulin pump was blocked. No harm requiring medical intervention was reported . The device will be returned for analysis.